Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.without additional information such as angiographic records or case plans of the patients anatomy for review, we are unable to conclusively determine the exact cause of the reported dissection. In this case it was reported that the echo did not show a dissection or tamponade, however, the patient arrested and died following the implant. It should be noted that it was reported that after the 3 recaptures, the valve was deployed. The enveopro dcs instructions for use gives the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Based on the information available, there is no evidence to suggest that the initial three dislodgements resulted in adverse impact to the patient. The report of patient expiration post-implant was ascertained as being related to the dissection and pericardial effusion. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or misuse contributed to the reported events. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: envpro-16-us, (B)(4), ubd: 06-feb-2020, (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to dislodgement in the ascending aorta. After the valve was deployed, a dissection was suspected posterior to the valve near the right coronary artery. Echocardiogram did not show dissection or tamponade. Following implant, while transferring from the procedure table, the patient arrested and died. Per the physician, the cause of death was aortic dissection with pericardial effusion.